Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type catheter. Product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2026 product type catheter. Product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 17-mar-2025, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 20-dec-2020, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 23-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving su fentanil (1200mcg/ml at 200mcg/day), bupivacaine (6mg/ml at 1.0002mg/day), and clonidine (650mcg/ml at 108.36mcg/day) via an implantable infusion pump for unknown indications for use. It was reported that the catheter wasn't delivering medication and that there was higher than expected residual volumes at routine refill appointments. The date of the refill appointments was asked but unknown. It was asked but unknown if there were any environmental, external, or patient factors causal or contributory regarding this event. The catheter was not patent so the catheters were replaced with a new catheter and a revision procedure was performed. The issue was resolved at the time of the report.